Event description:
Caller reported meter would not turn on. Caller alleges patient was hospitalized because meter was not turning on and he was not able to check his blood sugar level. Treatment received is unknown. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in b)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.